Event description:
The customer reported a contained leak under the reaction wheel of the unicel dxc 800 synchron system and obtained "10 or more cuvettes failing water blank" error messages during the event. The customer removed the reaction wheel to troubleshoot the error message and clean the cuvettes and found fluid under the reaction wheel and on the outside of the cuvettes. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and eye protection at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered cracked cuvettes, loose wash tower and defective valve v4 on the cuvette wash manifold which was not taking out all the fluid from the cuvettes. The fse replaced several cracked cuvettes and valve v4 to resolve the issue. The fse stated that replacement of valve v4 resolved the leak. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to valve v4. (B)(4).